Event description:
It was reported that a novum iq large volume pump had an issue of unintended shutdown. Norepinephrine was infusing and alarmed error message that pump may not be running at correct rate and turned off during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: f10/h6: medical device problem codes (add code), h6 (update codes), h11. H11: a review of the event history log identified an infusion for a continuous fluid with additive with a flow rate of 50 ml/hr and a volume to be infused (vtbi) of 950 ml. A non-interrupting monitor motor stall (20602) system error was observed on the event date. There is evidence of the user powering down the device by pressing the power switch and powering the device back up. A device history review revealed no issues that could have caused or contributed to the reported issue. However, the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.